Manufacturer narrative:
The pump was received with no button response due to lcd keypad connector being unlocked. The occlusion test was unable to be performed due to button and or keypad anomaly. The pump was received with cracked case at the display window corner, and minor scratched display window. (B)(4).

Event description:
The customer's friend reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 302mg/dl. It was reported that the act button was unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.